Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22224. It was reported that the patient presented to the hospital. A chest x-ray confirmed that both the right atrial and ventricular leads were dislodged. The leads were explanted and replaced. The patient was in stable condition.